Event description:
Patient with celect ivc filter found to be fractured, one arm and one leg embolized to lung, one leg retained locally, tip embedded. Removed with forceps. Lung fragments removed in 2 separate procedures at 2 different hospitals (pah and hu). No harm. FDA safety report ID # (B)(4).